Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump repeatedly displayed alert 38 indicating a motor stall immediately after multiple restarts despite an adequate battery charge, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education, verification of device information and shipping logistics, and initiation of replacement with instructions to return the original device for evaluation. Investigation of this device revealed a suspected pump motor malfunction consistent with a motor stall alert in the pumping mechanism, with no evidence of user error based on the troubleshooting performed.